Event description:
It was reported that the device was producing a speaker malfunction inop error and the speaker no longer works. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The philips remote service engineer (rse) spoke to the biomed who stated that the device was producing a speaker malfunction inop error and the speaker no longer works. The biomed was requesting a replacement speaker. Replacement parts were ordered and shipped to the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone # (B)(6). Reporter phone # (B)(6).